Event description:
Info received indicates the head of bed cannot be raised electrically or manually.

Manufacturer narrative:
The technician isolated he issue to a non-functioning head up solenoid valve. He replaced the valve to repair the bed.